Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The product code of this device used in this situation is unknown; therefore, it does not have a us 510k number.

Event description:
A customer initially reported to a baxter sales representative who then reported to corporate product surveillance of an unknown baxter non-dehp buretrol set and sigma pump that had a downstream occlusion alarm at an unidentified process step with an unknown medication. The customer is unsure which product is causing the alarm. There was no report of any additional concommitant products being used. There was no report of any patient involvement or medical intervention. No additional information is available.